Manufacturer narrative:
H3, h6: the software was returned to the manufacturer for analysis. The logs and observed three sessions on the reported date. From one of the application logs observed there are two oarm exams, instruments used are navlock orange, navlock violet, navlock green, navlock gray, o-arm tracker and user transitioned from select procedure to navigation, moving back and forth between instruments and acquire images along the way. Reviewed the archives, found 3 oarm exams, each of which has 192 slices with spacing and thickness of 0.83. Also, observed there are no plans. Instruments used were stealtair spine frame, passive planar, ball 1.5. There is insufficient information to determine root cause of reported behavior. Sw logs are not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: b2 and b5 updated. H1 updated. H6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that a confirmation spin was done and the site noticed that the screw was misplaced. They replaced the screw, but there was no patient impact. There was approximately a ten minute delay due to the reported issue.

Manufacturer narrative:
H2: additional information: a1 and a3a updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6; a medtronic representative went to the site to test the equipment. No hardware was replaced and the system then passed testing. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: (B)(6), ubd: (h3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported the surgical team noticed the navigation felt increasingly inaccurate as the surgery progressed. It was noted by the manufacturing representative (rep) that the accuracy was slightly off. The rep suspected that the issue might be related to the instrumentation, possibly due to the reference frame shifting slightly as the surgery continued, but was unable to identify the true root cause. The surgeon proceeded with the surgery without navigation. It is unknown if there was any impact on patient outcome or surgical delay.